Event description:
It was reported that during an unknown procedure, the reload misfired during the surgery. The surgery was delayed by 15 minutes. Another reload was used to successfully complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4) date sent: 12/4/2023 d4: batch # unk additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Did the device deliver any staples? Yes if yes, were the staples formed properly? Staples not formed properly across the staple line. If yes, was the staple line complete? Inconsistent did the device cut? Yes if yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No was there any difficulty opening the device? No if yes, how was the device removed from the patient? Na if yes, did the jaws eventually open? Na this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.